Event description:
Information received from the field does not address the patient's clinical status but notes that the lead dislodged and may have been sensing the atrial polarization. There was no ventricular capture in either the unipolar or bipolar configurations. The device was programmed for atrial pacing and will remain implanted.